Event description:
It was reported that the patient had experienced an increase in seizure frequency for approximately 6 weeks and that the generator battery had reached end of service condition. It is unknown to date whether the increase in seizures began prior to or after the generator reaching end of service. It was reported that high impedance was additionally detected on the patient's generator. The patient underwent generator replacement due to battery depletion and lead replacement due to the reported high impedance. The explant facility reportedly discarded the explanted products; therefore, the return of the suspect product is not expected to date. It was reported by the representative that the "lead was cut during the revision to help with its removal." Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.